Event description:
A complaint was received from a customer that reported erratic readings from the glucometer elite system when customer used excel off brand reagent strips. Customer stated that customer received a lo result (blood glucose less than 20 mg/dl). Not having any symptoms of low blood surgar customer re-tested and received a result of 119 mg/dl. While on the phone electronic checks of the system were conducted. These were satisfactory. The customer had some bayer elite sensors and performed a blood sugar test. Results were satisfactory and were consistent in the way customer felt. It was explained to the customer that bayer does not provide or support the use of excel off brand reagent. The complaint is considered closed for purposes of MDR.